Manufacturer narrative:
Product event summary: the device was returned. Analysis revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to elective replacement indicator (eri) with suspected premature battery depletion. Additionally, the left ventricular (lv) lead threshold output was noted as high. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).